Event description:
Pt has had several accidents in this chair. A chair worth only $500 which co charged medicare $6000 for it. Pt was thrown out of the chair while transfering. Pt feels chair should not be in the market. Cannot get a replacement until after 5 years. Pt feels chair needs to be re called.